Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver 5% dextrose in 0.45% normal saline, at a rate of 75ml/hr, via a symbiq pump. The customer contact reported that the patient was receiving unspecified oral cardiac medications for rapid atrial flutter; however, the patient's heart rate was not being controlled by the oral medications. It was reported that at an unspecified time between 0300 and 0330, the male adapter of the first of two unspecified secondary tubing sets was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of lopressor at an unspecified rate. After the piggyback delivery was complete, a second piggyback dose of lopressor was delivered to the patient. During this time, the patient was delivered an unspecified volume of digoxin 0.25mg and an unspecified volume of cardizem via IV push. The customer contact reported that approximately 20 minutes after the administration of the three medications, the patient's heart rate did not convert back to an unspecified baseline heart rate. At this time, it was reported that solution was noted on the floor. The customer contact reported that the solution leaked from three holes in the tubing of the primary tubing set at an unspecified location distal to the pump. The primary tubing set was replaced and the therapy was resumed. It was reported that the nurse spent approximately two hours to determine the doses of the cardiac medications that the patient rec'd. During this time, add'l doses of unspecified medications were delivered until the patient's heart rate returned to the baseline heart rate. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.